Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during an implant procedure, the rv lead was not able to be fixed with the device. The physician elected to remove and replace the rv lead. The patient was stable.